Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient has some generalized pain. Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2010. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s left hip was revised on (B)(6) 2021.